Event description:
Following an uneventful deployment of the coil into the internal carotid artery (ica) aneurysm, the physician detached the coil. However, the physician removed "very quickly the majority of the coil out of aneurysm" and noted that the main coil was still attached to the delivery wire. As the physician was attempting to re-advance the coil back into the aneurysm, the coil detached resulting in approximately half of the coil protruding into the parent vessel. The physician successfully removed the coil using a snare. The procedure was completed with no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided the coil was placed inside the aneurysm and detached. However, it was removed very quickly and this may have contributed to the coil protrusion into the parent vessel. The labeling states: "under fluoroscopy, slowly pull back on the delivery wire making sure that the coil does not move". The most likely that a combination of the device getting removed too quickly and anatomical factors encountered during the procedure the performance was limited. Therefore, this is consider to be related to operational context.

Event description:
Following an uneventful deployment of the coil into the internal carotid artery (ica) aneurysm, the physician detached the coil. However, the physician removed "very quickly the majority of the coil out of aneurysm" and noted that the main coil was still attached to the delivery wire. As the physician was attempting to re-advance the coil back into the aneurysm, the coil detached resulting in approximately half of the coil protruding into the parent vessel. The physician successfully removed the coil using a snare. The procedure was completed with no clinical consequence to the patient.